Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in and/or reoperation: the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant: =cap con iii-IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a mentor memorygel, 325cc silicone breast implant experienced bilateral capsular contracture grade iii-IV post procedure. A physical consultation confirmed the issue. As a result, patient scheduled for removal on (B)(6) 2021. This report relates to the left prosthesis.

Manufacturer narrative:
On november 01, 2021 additional information received indicated that the right side grade was iii. As a result, patient underwent right breast totals capsulectomy with placement of mentor smooth round moderate plus profile silicone, 325cc breast implant. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).